Manufacturer narrative:
On 05/26/2016 a medtronic representative reported the inaccuracy was alleged to be 3 millimeters posterior and superior. On 05/25/2016 a medtronic representative, following-up at the site, reported the patient scans were not to protocol. The surgeon used a limited field of view in the scanner that cuts off the forehead and sides of the head. This limited the surgeons ability to trace more posterior on to the temples and likely contributed to the slight inaccuracy. On 05/31/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred. The surgeon had a difficult time obtaining a successful registration. Following registration, the surgeon alleged being 3 millimeters inaccurate at the skull base. In trouble-shooting, the surgeon failed tracer registration 4 times. The medtronic representative advised that the surgeon trace less inferior on the temples and the surgeon was then able to pass a registration. Following this successful registration, the surgeon reported being 3 millimeters inaccurate at the skullbase. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the surgeon always uses the same scanner in his office. The rep discussed the issue with the surgeon and he is aware of the limits for producing CT scans with his office scanner. It is not possible to increase the field of view on his imaging system. The software investigation confirmed what was previously reported that the reported event was related to not following imaging protocol and unrelated to a software issue. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols.